Manufacturer narrative:
(B)(4). Evaluation summary: a cine of the procedure was reviewed by an abbott clinical specialist. The reviewer noted balloon dilations are performed along the length of a very small diameter posterior descending artery (pda). A stent is positioned in the distal pda. Several cine images afterwards show that the stent has been removed and not implanted. Subsequent runs show a stent positioned and deployed in the distal pda. The reviewer concluded that the cine images indicate that a stent system was positioned and removed without deployment of the stent. This would concur with events described in the incident. Evaluation of the returned product found blood visible in the inflation lumen, consistent with a leak while in the patient anatomy. The stent was stationary on the tightly folded balloon between the markers with no damage noted. There was a tear in the guide wire exit notch extending distally in the outer member for a length of 6 cm and the material at the tear was jagged. There were multiple bends throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported inflation issues. A new indeflator, filled with water, was used in an attempt to pressurize the balloon to the rated burst pressure (rbp), but the balloon would not inflate due to fluid coming out from the noted tear. Factors that may contribute to a tear in the shaft include, but are not limited to: manufacturing, handling of the product during preparation/use, and/or interaction with the guide wire. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. Since there was no report of any leaks or damage noted during preparation for use, this suggests that the shaft was not likely damaged prior to use. The tearing of the guide wire exit notch appears to have been due to interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire, which would have contributed to the balloon being unable to inflate and the stent unable to deploy. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The noted tear in the shaft appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The inability to fully deploy the stent/difficulty inflating the sds can be affected by numerous factors including, but not limited to, insufficient crimping during manufacturing, incorrect position of the stent on the balloon, balloon entrapment (sticking), a balloon pinhole or rupture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique, product size selection, contrast dilution and accessory device support. To ensure that this type of occurrence is not a result of a potential manufacturing deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process. A sampling of units is also destructively tested to verify proper balloon inflation, deployed stent outer diameter and uniformity of expansion. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. There is no indication of a lot specific product quality deficiency. Without the product to examine, a conclusive cause for the inflation issues/difficulty deploying the stent can not be determined.

Event description:
It was reported that the stent did not expand during attempted deployment. No patient effects were reported. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the (B)(4).